Event description:
Damage to the pump housing, specifically the usb port and pins, was reported. The damage affected the customer's ability to charge the pump, but the pump had not shut down, and the customer's blood glucose level did not exceed 500 mg/dl. Although initially considered for replacement, the pump was not replaced due to being out of warranty, and a report was sent to the suppliers.